Manufacturer narrative:
(B)(4). Physical manufacturer: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, during a coil embolization of an aneurysm at the superior mesenteric artery (sma), as a third coil, a galaxy coil become difficult to detach. The coil connection was retightened and it was turned to the red zone but the coil could not be detached. The trufill dcs syringe ((B)(4)) was replaced with another one. The procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was no patient injury or complications reported. The product is not available for the investigation. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The patient¿s vessel was mildly torturous and not calcified. A guiding catheter (cook) and a micro catheter (excelsior 1018, stryker) were also used for this procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Please note that the event is being unreported. Based on additional information, the galaxy coil was able to deploy after the trufill dcs syringe. Therefore, there is no alleged malfunction against the coil. Complaint conclusion: as reported by an affiliate, during a coil embolization of an aneurysm at the superior mesenteric artery (sma), as a third coil, a galaxy coil become difficult to detach. The coil connection was retightened and it was turned to the red zone but the coil could not be detached. The trufill dcs syringe ((635-002, 96331303) was replaced with another one. The procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was no patient injury or complications reported. The product is not available for the investigation. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The patient¿s vessel was mildly torturous and not calcified. A guiding catheter (cook) and a micro catheter (excelsior 1018, stryker) were also used for this procedure. Additional information indicated that the coil was successfully placed in the lesion after replacing the syringe. The syringe been used to successfully deploy three coils prior to this on. The coil delivery system was prepped without any difficulty. No further information is available. The device was not returned as it was implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported event. Based on additional information the galaxy coil was able to be implanted with no issues once the trufill dcs syringe was replaced. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.